Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 13 similar complaints reported with the item. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned.

Event description:
It was reported that an initial right total hip arthroplasty was performed (B)(6) 2013. Subsequently, the patient was revised (B)(6) 2019 due to metal related pathology. A few months later, the patient developed instability with recurrent dislocations. A small nondisplaced transverse acetabular fracture was identified on x-ray. The patient underwent a second revision on (B)(6) 2020. During the revision, impingement was noted as well as disruption of the previous capsular repair. The initial stem and revision shell were left intact. The head and liner were replaced without complication.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Associated products: medical product: g7 neutral e1 liner 40mm f catalog no.: 010000864, lot no.: 6544595; medical product: g7 osseoti multihole 56mm f catalog no.: 110010266, lot no.: 6578075; medical product: echo por fmrl red nc 13x145mm catalog no.: 192413, lot no.: 674160; medical product: bone screw self-tapping 6.5 mm dia. 15 mm length catalog no.: 00625006515, lot no.: 64492557; medical product: bone screw self-tapping 6.5 mm dia. 40 mm length catalog no.: 00625006540, lot no.: 64302847; medical product: cer option type 1 tpr sleve -3 catalog no.: 650-1065, lot no.: 2959057. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that an initial right total hip arthroplasty was performed (B)(6) 2013. Subsequently, the patient was revised (B)(6) 2019 due to metal related pathology. A few months later, the patient developed instability with recurrent dislocations. A small nondisplaced transverse acetabular fracture was identified on x-ray. The patient underwent a second revision on (B)(6) 2020. During the revision, impingement was noted as well as disruption of the previous capsular repair. The initial stem and revision shell were left intact. The head and liner were replaced without complication.